Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. D11, concomittant devices: item number 01.00402.065 item name revitan proximal part, cylindrical, uncemented, 65, taper 12/14 lot #2427873. Item number 00-8775-032-02 item name biolox delta, ceramic femoral head, m, 32/0, taper 12/14 lot # 2464984 / 2465495 / 2465969. Item number unknown item name cls cup hip impl win gen lot # unknown. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implant fracture no lot trend: no additional similar investigated events for the lot numbers 2462607 have been found. Review of event description: - event summary: it was reported that the patient was implanted with a revitan stem on (B)(6) 2009 and was revised on (B)(6) 2019 after 10 years in vivo due to a loosening of the stem. Intraoperatively, a pin fracture was detected. During revision, heavy bleeding occurred, which is covered in (B)(4). Review of received data: - the transfer report provided (lucerne, (B)(6) 2019) documents the hospital stay of the patient from (B)(6) 2019. Based on this report, the medical history may be summarized as follows: 1993: thr left 1993 (schulthess) (B)(6) 2009: periprosthetic left femoral fracture. Change of acetabular inlay and stem (implantation of revitan stem), cerclage of femoral fracture (B)(6) 2019: explantation of the proximal revitan stem (sursee). Intraoperative blood loss with hemodynamic instability, surgery had to be terminated prematurely. Transfer to the ICU sursee. Persistent hemodynamic instability requiring transfer to ICU lucerne. (B)(6) 2019: revision surgery of distal revitan stem (lucerne). Explantation of remaining prosthetic cup. Implantation of a new tha. (B)(6) 2019: patient transfer to general ward. - surgical note of implantation on (B)(6) 2009: the patient fell on his left side on an icy surface and suffered a periprosthetic left femoral fracture. It is planned to replace the primary total hip arthroplasty implanted in 1993. Access to the hip is gained via the existing skin scar and the hip joint is exposed. The hip joint is dislocated and the ceramic head hammered off. The fracture is exposed and a retaining cerclage wire placed distal to the fracture. The prosthetic stem is hammered out and the polyethylene inlay inspected. There is no significant abrasive wear, but when inserting the original head there are micro-movements requiring inlay replacement. Under fluoroscopy the femoral side demonstrates good cortical support in both planes with the #16 rasp. In addition, after reduction with a proximal part size 65 and a head size 32/m, a balanced soft-tissue tension with discreet lengthening of the leg is obtained. After removal of the trial components, the definitive components (revitan curved 16/200, proximal part 65, biolox forte head 32/m) are impacted and reduced. This is followed by reducing the large fragment of the greater trochanter to the femoral shaft, resulting in an almost anatomical fit. Subsequently, 2 cerclage wires are applied below the lesser trochanter and around the distal fracture area, thereby achieving stable fracture retention. When testing the range of motion, balanced soft-tissue tension without a tendency to dislocation is demonstrated in the extreme positions. - CT study of (B)(6) 2018: the CT findings describe a fine radiolucent line around the shoulder of the implant, more in line with the bone defect of the prosthetic stem originally implanted. There are no unequivocal signs of implant loosening. The assessment of the study does not mention any reliable indication of implant loosening. - CT study of (B)(6) 2019: the CT findings describe a slight lytic border around the proximal part of the stem above the most proximal cerclage wire and increased activity around the proximal stem and at the base of the greater trochanter. No evidence of fracture in the CT study. There is no visible lysis around the cup or any evidence of polyethylene wear. The assessment does not mention any indication of infection, but slight signs of loosening around the proximal stem. - surgical note of revision surgery on (B)(6) 2019 (sursee): diagnosis: stem loosening of left total hip arthroplasty access to the hip is gained via the existing scar on the lateral thigh. There is black granulation tissue (metallosis). The hip joint is dislocated. In order to prevent fracture of the major trochanter, the surgeon decides osteotomize the major trochanter. There is a loose proximal part of the implant which is easily removed. The central metal pin of the distal stem component is fractured. Thus it is necessary to replace the distal stem component. In order to expose the distal component, a lateral bone flap is sawn and unfolded anteriad. While attempting to hammer out the stem component cephalad, there is sudden marked diffuse bleeding. First a tamponade is performed and the patient stabilized hemodynamically by the anesthesiologist, but due to the persistent hemodynamically unstable situation, the surgeon opts for a staged stem replacement procedure. Insertion of an intraarticular redon drain and layered wound closure. - surgical note of revision surgery on (B)(6) 2019 (lucerne): diagnosis: left total hip arthroplasty with loosened stem and fracture of the revitan stem the wound is opened and retracted. The bone flap is exposed and below it the revitan stem can be seen. 3 large bone fragments are present: the proximal fragment of the greater trochanter, the intermediate fragment distal to it, and the remaining femoral shaft with the anterior bone flap. First, inspection of the proximal end of the revitan stem, which is freed by slight chiseling along the edge. An unsuccessful attempt is made to auger the fragment (connecting pin) with a metal drill. The shaft is now chiseled free with flexible chisels via the transfemoral access. The special extraction instrument system supplied by zimmer is inserted through the hole drilled laterally into the revitan stem. With this system the shaft can be hammered out cephalad rather easily with a few strokes. Now the cup is exposed and the polyethylene inlay removed. While then removing the entire spotorno expansion cup parts of it break into pieces. No major bone loss ensues in the area of the acetabulum. Since the remainder of the surgical note on this revision procedure describes the further course and implantation of the new components, it is therefore not relevant for the study of the explanted parts. - x-rays: the two attached radiographs were probably photographed from the screen and are in jpeg format. These are undated ap views of the left hip. One radiograph shows that the proximal part of the stem is slightly inclined mediad and is not aligned with the distal part of the stem. Due to the inclination a gap between implant and bone can be seen. Due to the poor quality of the images, a more accurate assessment is not possible. Devices analysis: - visual examination: the connecting pin of the revitan stem in the non-blasted area has fractured about 5 mm distal to the proximal end of the distal part. The proximal fragment of the connection pin is firmly mounted in the proximal part of the stem. There is no retaining nut on the thread of the connection pin. On one of the images received from the revision surgery, the dismantled retaining nut is visible next to the proximal part. However, zimmer biomet did not receive these together with the other components of this case. The fracture surfaces show a fatigue fracture originating at the lateral aspect. In addition, fine scratches, burnished spots and darker areas are visible on the fracture surfaces. The area of the fracture surface opposite the fracture origin is slightly burnished. Rudimentary drill holes are evident on the distal fracture surface. As far as can be seen macroscopically, no fracture-triggering or fracture-enhancing defects are visible on the fracture surfaces. On the proximal fragment of the connecting pin, an almost completely circumferential shiny band can be seen on the lateral surface of the connecting pin along the fracture surface. More detailed studies of the band with a leica mz16 a light microscope demonstrated a mixture of smeared metal, burnishing and corrosion. Signs of fretting are evident in spots. At the proximal part of the stem, no bone ongrowth is visible. Various fine scratches are present in the neck / shoulder area, while only isolated coarser scratches and notches are evident in the anchoring area. All of this damage probably occurred during revision surgery. Fine, burnished lines are evident on the medial aspect of the anchoring area. The face of the distal part of the stem bears the impression of the inserter, part of which appears polished. In addition, fine scratches and minor damage can be seen. The anchoring surface has been damaged by various instruments, including the lateral drill hole, which probably occurred during explantation of the part. Bone ongrowth is evident in some places on the anchoring surface. The articulating face of the ceramic head displays several diffuse metal smears, possibly from an instrument used during a revision procedure or from transport. The head taper is unremarkable and exhibits material transfer from the stem taper, indicating proper fixation of the head on the stem. Review of product documentation - all involved devices are intended for treatment. - instruction for use (IFU) lists as side effects" implants [...] Can fracture, become loose or undergo excessive wear, or their functioning may be impaired if they are subjected to excessive loading, are damaged or have been implanted incorrectly or handled improperly." And "loosening of the implant as a result of changes in the load-transfer conditions, wear and failure of the cement bedding and/or tissue reactions to the implant" and "aseptic loosening". After about 10 years in vivo, the revitan shaft was revised due to stem loosening. During surgery a fracture of the connecting pin was found. This fracture was due to material fatigue. With the examinations performed it was not possible to find any fracture-triggering or fracture-enhancing defects on the fracture surface. The fracture is located approximately 5 mm distal to the proximal end of the distal part of the revitan stem. On the lateral surface of the connection pin, surface changes were observed (mixture of metallic smear, polish, corrosion and signs of fretting). It is not known whether these phenomena were already present before the onset of the fracture and therefore had been linked to it, or whether they should be regarded solely as a by-effect. The same applies to the fine, burnished lines in the anchoring area of the proximal part of the revitan stem. Based on the available documentation (especially the CT reports) and the visual assessment, it is suspected that the revitan stem became partially loose at some point during the time in vivo. This may have had an influence on the loading of the stem and ultimately led to the fracture in the connection pin. It is not known whether, in addition to the surface changes on the connection pin, other factors could have had an influence on the fracturing. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 65, taper 12/14 item# 01.00402.065; lot# unknown. Biolox forte, head, 32/0, taper 12/14 item# 12.32.06; lot# unknown. Cls cup item# unknown; lot# unknown. The device in this report is not released in the u.s.a. However, similar devices are distributed under k071723 therefore this report is being submitted. The manufacturer did not receive the device here reported yet, however it is indicated by complainant that it will be returned for investigation. X-rays and pictures of the explanted device were received and will be reviewed as part of ongoing investigation. Device history record (DHR) review could not be performed as the lot number of the device involved in the event is unknown. Complaint (B)(4) is zimmer biomet's reference for the case associated to the blood loss during the revision here reported: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent a revision surgery due to an implant fracture. Attempts to obtain additional information have been made; however, no more is available.